Event description:
It was reported by service report that the zoom function would only travel forward and at full speed. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Load cell.